Manufacturer narrative:
The gluc3 reagent lot number was 796455 with an expiration date of 31-jul-2025. The ua2 reagent lot number was 802892 with an expiration date of 31-may-2025. The field service engineer (fse) found a nozzle dripping on the cell rinse assembly and replaced the cell rinse tubing. Cuvette levels were checked and mechanism checks were acceptable. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned low results for multiple patient samples and multiple tests on a cobas 8000 c 702 module. Examples of discrepant results were provided for cobas integra glucose hk gen. 3 test system (gluc3) and uric acid ver.2 (ua2). It is not clear if these results are for 1 patient sample or 2 patient samples. The initial ua2 result was <12 mg/dl. The repeat result was 235 mg/dl. The initial gluc3 result was 1.1 mmol/l. The repeat result was 5.1 mmol/l.